Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and mesh was implanted. The patient bled immediately after surgery needing two transfusions. The patient experienced clots, pain, infections, pink discharge and underwent additional surgical procedures. The patient underwent mesh removal on (B)(6) 2008. No further information is available.